Event description:
It was reported that the defibrillator passes the operational check only on battery, but when it is connected to the ac power line it is failing the operational check in association with a problem with the therapy capacitor. The event occurred during clinical use, but there was reportedly no patient harm.